Event description:
It was reported that an MRI was being done due to the patient having seizures. Additional information has been requested but was not available at the time of this report.

Event description:
Attempts were made to obtain additional information; however, no further information was available as the clinic had not seen the patient since 2008 and had no further contacts to provide.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).